Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 80-90mg/dl fasting. Verified the strips expired 10/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customer is concerned with all of the readings in the meters memory customer called concerned their meter is registering high result because they tested their glucose at 8:00pm (B)(6) 2015 fasting and received a result of 172mg/dl.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 80-90mg/dl fasting. Verified the strips expired 10/31/2018. Customer confirms the strips have been properly stored and were first opened 12/28/2015. Reviewed meter memory: (B)(6). Customer is concerned with all of the readings in the meters memory customer called concerned their meter is registering high result because they tested their glucose at 8:00pm (B)(6) 2015 fasting and received a result of 172mg/dl.